Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On the day of the event, the cgm was reading 292 mg/dl and the blood glucose reading was 48 mg/dl. The patient was taken to the hospital and started to have symptoms, she was not able to talk. She self-treated with juice and the cgm reading increased to 326 mg/dl. Thirty minutes later they arrived at the hospital and the patient was treated with IV fluids. They took a bg reading which was 440 mg /dl. The patient was discharged the same day. At the time of the report the patient was normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.